Manufacturer narrative:
Philips service provided a workaround solution and identified the need for kv board replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to expose due to a fluoroscopy error during clinical use on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.